Event description:
It was reported that the patient's right knee was revised due to poly wear. A 3x13 cr insert was revised to a 3x16 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to poly wear. A 3x13 cr insert was revised to a 3x16 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed via provided photographs of the device. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show severe material erosion on the posterior edges of the insert. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the insert. The reported device was not returned; however, photographs were provided for review. The photographs show severe material erosion on the posterior edges of the insert. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.